Event description:
It was reported that the customer's insulin pump fell off a table, and his dog chewed all over the insulin pump. The customer's blood glucose was 150 mg/dl. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit had cracked and bleeding lcd glass. Also unit had cracked lcd window, dog chew marks around pump, cracked battery tube threads, broken reservoir tube lip and cracked end cap.